Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Information for use states in precautions and observations: as with the use of any rectal device, the following adverse events could occur: leakage of stool around the device, rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa, peri-anal skin breakdown, temporary loss of anal sphincter muscle tone, infection, bowel obstruction, perforation of the bowel. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint received reporting that a patient had an unusual amount of leakage around the device retention balloon. Nurse deflated the balloon for removal and retracted 45cc from the balloon. Reporter stated "she was unable to retract any more fluid from the balloon. Upon removal she noted the balloon was still inflated with fluid." Reporter stated that "she also said the patient had good sphincter tone prior to insertion of the fecal management system, but after it was removed sphincter tone had diminished." No further patient information was provided.